Event description:
During a remote follow-up, loss of sensing was observed on the left ventricular (lv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.